Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient was admitted to the hospital. The patient was also given pain medications. No additional information was obtained despite multiple good faith efforts.